Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " patient had a PICC line for bloods and IV antibiotics, and it was noticed that the PICC lumen was not in place only the dressing, patient had a spike of temperature around the time and as part of septic screen chest x-ray was performed and part of the humerus was x-rayed, which revealed PICC lumen and the clip inside patient skin. Patient was then taken to theatre to have it removed under local anesthetic".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: " patient had a PICC line for bloods and IV antibiotics, and it was noticed that the PICC lumen was not in place only the dressing, patient had a spike of temperature around the time and as part of septic screen chest x-ray was performed and part of the humerus was x-rayed, which revealed PICC lumen and the clip inside patient skin. Patient was then taken to theatre to have it removed under local anesthetic".